Event description:
It was reported by the sales rep that: "the customer was using the w20778 and when the IV set was attached to the 'edwards life sciences swan-ganz ccombo' the male luer lock of the IV set leaked out everywhere. The male luer lock was not threading all the way which was believed to cause the leak. The pt's blood pressure plummeted due to the faulty connection of the luer lock of the IV set. There were no issues with the stopcock."

Manufacturer narrative:
Sample will not be returned for eval.